Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, the right ventricular lead exhibited over-sensed noise resulting in an inappropriate shock delivered. The lead was capped and replaced in (B)(6) 2023. The patient condition was stable.